Manufacturer narrative:
One sample of a taperguard endotracheal tube was received for evaluation. No lot number was provided. A visual inspection was performed. The cuff presented a cut which measured 0.4260 inches. An inflation/deflation test was performed using a 25cc syringe of air. The cuff was observed to immediately deflated. The failure mode "cut in cuff" was confirmed. All manufacturing controls were found acceptable, and effective to detect the reported failure mode. Inflation and deflation tests are performed for all taperguard products. The operator inspects all products for no leaks and segregates the defective parts. All taperguard products have a resting time of two hours. The operator inspects for no leaks and segregates the defective parts. Cuts of this magnitude at the time of manufacturing would have been detected during the 100% inflate/deflate tests, and removed from the lot. The cut condition found in the received sample is not confirmed as related to manufacturing process. (B)(4).

Event description:
It was reported by a customer in (B)(6) that, during pt use, the tracheostomy tube malfunctioned. The ventilator oxygen level alarmed because device leaked. Another tube was used to replace it. There was no reported pt injury.

Manufacturer narrative:
(B)(4).